Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. All operating currents are within specification. No delivery alarm noted. Unit was received with no vibration due to broken vibrator wire. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a vibration anomaly. The insulin pump did not vibrate during the self-test. Customer's blood glucose level was 212 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.